Event description:
Patient reported experiencing elevated blood glucose of 247 mg/dl in the morning. She indicated that she was aware of the "dawn phenomenon" and would administer additional insulin to compensate. Patient stated that she was execising less as a result of not feeling well. She reported that when she worked out her blood glucose would increase rather than decrease. Patient changed the infusio set tubing, site, insulin, and believed she still was not receiving insulin. She primed the device and observed insulin drip from the tubing. Patient did not report any symptoms related to the elevated blood glucose. Not medical assistance was required. Product was requested to be returned for evaluation.